Event description:
It was reported that low out of range impedance values were measured. It was noted that c0 = 506, c1 = 790, c2 =506, c3 = 728 and 02 = 8 ohms. It was noted that the patient was at the clinic on the day of report and reported to thenurse that a few days ago they noticed a change in therapy. It was noted that side effects of dystonia were present. It was further noted that there were no falls or accidents noted. It was noted that the left side implantable neurostimulator was ok. Additional information received reported that the patient was scheduled for a revision on (B)(6) 2013. Additional information received reported that two years ago the patient was implanted with a deep brain stimulation (dbs) system and 1 month prior to report it stopped working. It was noted that the patient could no longer sleep and had significant pain in his arms along with a return of his parkinson¿s symptoms. Additional information received reported that the patient was already replaced with another model. It was noted that after 6 hours with the doctors programmer no improvements were observed. It was noted that the surgery scheduled for thursday was expected to be exploratory to determine if there was an issue with the lead or electrodes. It was further noted that the patient was not feeling well and therapy was not the same. It was noted that 1 or 2 contacts on one side were showing very low impedances. It was noted that the patient was scheduled for a revision thursday. Additional information received reported that the extension and the implantable neurostimulator (ins) on the right side had been explanted and replaced with a new extension and ins. It was noted that the lead was tested and impedance showed no problems. It was noted that the new ins was also tested and showed no problems.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v553427, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v567764, implanted: (B)(6) 2011, product type lead; product ID 37642, serial (B)(4) , product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).